Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level and low blood glucose level. The customer woke up with blood glucose 420 mg/dl at the time of the incident and customer treated it with cereal. The customer current blood glucose is 33 mg/dl. It also stated that drive support cap was normal. The customer was neither hospitalized nor admitted for low blood glucose and based on customer report customer does not allege pump was over delivering. The customer was also reported that the they had 0 blood sugars last night and she might had used the wrong bottle. The insulin pump passed the displacement test. The insulin pump will not be returned for analysis.